Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and identified that the fluoro storage was not possible due to an image disk problem. Review of the log file confirmed the issue with the ippc (image processing pc). Upon functional testing the rse found that the ippc was creating storage space issues on the system. The rse monitored the system for additional errors as it was an m2m alert. The errors didn't occur during monitoring period. However, the rse replaced the ippc and the hard disk in another case ID which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that fluoro storage not possible due to an image disk problem. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.